Manufacturer narrative:
Unit received with corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with light moisture damage to keypad traces. Unit received with minor scratches on lcd window, cracked case at reservoir tube window corners and battery threads. No unexpected buzzing anomaly noted. (B)(4).

Event description:
The customer reported via phone call that her child's insulin pump was exposed to water at a lake. Customer took battery out to dry off but the pump would not turn on. Child's blood glucose was 230 mg/dl at the time of incident. Troubleshooting was done for fluid in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.